Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was alleged that the battery exploded and it was hot to touch. There was no indication that the product caused or contributed to an adverse event.  This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: a review of the pump black box data showed no activity related to temperature. The black box showed no voltage drops. During testing, no overheating was duplicated. The pump electrical current draws measured within specifications. There was corrosion observed in the battery compartment. Battery compartment was found to be cracked. Leak testing revealed the pump leaked at the battery compartment. The pump was opened and no further evidence of moisture was found. The complaint of a temperature issue was not duplicated during investigation, however, moisture was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.